Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Rv lead integrity alert warning occurred for increased sic count and 2 or more vt-ns episodes <(><<)>220 ms on (B)(6) 2015. Concomitant products: 4968-60, lead; 5076-52 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for elevated short interval counts (sic) and non-sustained tachycardia (nst) episodes. In-clinic testing was unable to produce the oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead exhibited a confirmed fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.